Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were intermittently working. The act button would not respond. Customer's blood glucose level was 439 mg/dl two weeks ago when she was unable to enter her carbohydrates. The customer was off the insulin pump and reverted to shots. The ambulance was called on (B)(6) 2016 because she experienced a low blood glucose level of 16 mg/dl. She had passed out. The paramedics treated her with IV drip. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the unresponsive buttons. The pump was received with the cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.